Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient¿s weight at the time of the event was unknown. The patient was described as being wheelchair bound and they had no weight scale for a wheelchair. The patient was restless, stiff and had jerky movements. It was further noted that the patient was digging to her abdomen/pump area; the patient was described as non-verbal. Regarding the cause of the empty pump, the cause it was noted as having been determined and ¿the return appointment¿ was indicated. The pump was successfully filled with medication on (B)(4) 2019 and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who had been receiving 500 mcg/ml of baclofen at 279.63 mcg/day via an implantable pump for intractable spasticity. The patient was currently receiving saline. It was reported the patient's pump had been empty and alarming for a few days, relative to (B)(6) 2019. It was reported there were changes with the patient. However, no specific symptoms were reported. The patient was due for a refill. Per the event logs, the empty reservoir occurred on (B)(6) 2019. The patient went to the emergency department the day before ((B)(6) 2019) and the pump was refilled preservative free normal saline with infusion programming remaining the same. The hcp planned to refill the pump with medication on the day of the report. Empty pump considerations were reviewed. No further complications were reported or anticipated.